Manufacturer narrative:
Several attempts were made to pair the pod with the master pdm, all were unsuccessful. Pod data could not be acquired. The bottom housing vent was inspected and found to have been installed correctly with no issues or damages noted. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include loss of consciousness. Prior to being taken to ER, paramedics treated patient with a "sugar water" (intravenously) and glucagon. Patient also reported having a body temperature of 92.1 degrees fahrenheit and an oxygen level of 72%. The patient was released with a bg level of over 600 mg/dl after spending 6 hours in the emergency room.